Event description:
Reportedly, this valve was explanted after approx a 1 year, 10 month implant durationdue to aortic endocarditis, regurgitation, and aortic root abscess.

Manufacturer narrative:
Device not returned.